Event description:
Meter name: one touch ultra, strip name: one touch ultra teststrips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: unknown. A patient reported they were hospitalized and seen in ER. Their meter allegedly was inaccurately high. The results on their meter was 423 mg/dl. The result at the ER was 250 mg/dl. The time difference between patient's meter and ER was less than or equal to 10 minutes. Treatment was unknown. No further information has been reported.